Event description:
(B)(4). Device provided by my insurer, caused chronic pelvic and low back and hip pain, headaches, low vitamin d, hypothyroidism, loss of libido, hysterectomy to remove the device.

Event description:
#Medwatcher #followup 1 #FDA mw5060992 #(B)(4). Had device removed by lavh and oophorectomy on (B)(6) 2016. Back pain, hip pain, bloating, dizziness, cramping is gone. I am now 16 days post op and have not had any of these symptoms that I had every day when I had essure device inside of me